Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with diagnostics anomaly. Premature battery depletion was noted. The patient will continue to be closely monitored.

Event description:
New info received: device was explanted and replaced. No further information available.